Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the customer was unable to upload the pump due to the t:connect uploader not recognizing the pump. There was no information provided regarding the customer¿s blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the reported issue was due to usb pin damage that prevented charging.